Event description:
It was reported that the customer experienced high blood glucose levels and that insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 457 mg/dl, which was treated with the insulin pump and manual injection. No significant events leading to the alarm were observed. The most recent blood glucose reading was 350 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.